Event description:
It was confirmed that a faulted systems diagnostics test occurred on (B)(6) 2012 and the settings were changed to unintended parameters.

Manufacturer narrative:
.

Event description:
Reporter indicated a patient's vns settings were noted to be set to 1ma/20hz/500 pulsewidth/30sec on/60 minutes off on (B)(6) 2012 immediately prior to prophylactic vns generator replacement surgery. The settings were supposed to be 1.75ma/20hz/250 pulsewidth/30sec on/1.8min off. A faulted systems test that occurred approximately (B)(6) 2012 is suspected to have changed the patient's settings. Attempts for further information are in progress.